Event description:
(B)(4). Same case as: 2134265-2010-03922. It was reported that during a coronary stenting treatment procedure, incomplete stent apposition occurred. The target lesion being treated was located in the 1st obtuse marginal. The lesion was 90% stenosed, 3.0mm in diameter and 30mm long. The target lesion was treated with direct stent placement and a 2.5x32mm and 3.0x16mm taxus liberte stent. During the index, post stent deployment intravascular ultrasound (ivus) revealed incomplete apposition of the taxus liberte stent. The stent was treated with post dilation with a non compliant balloon. Residual stenosis was 0%. The patient was discharged 6 days later on aspirin and prasugrel.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic total gastrectomy procedure, the device was not activated with the cut side of the control switch. Other devices were used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device was returned in good physical condition. The shaft was tested for continuity and was found to be conforming.